Event description:
It was reported that during advancement of the trek balloon over a pilot guide wire, while still outside the patient anatomy, resistance was encountered during advancement. Resistance was also encountered during the attempt to retract the balloon and the devices became stuck together. The shaft of the trek balloon became bunched/accordioned during the attempt to retract it from the guide wire. Both devices were retracted as a unit. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The otw trek is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.